Event description:
It was reported that a patient enrolled in a clinical study underwent a bilateral total knee arthroplasty on (B)(6) 2003. Subsequently, patient underwent a right knee revision procedure on (B)(6) 2007 due to instability. The polyethylene bearing, locking bar, stem and tibial baseplate were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. PMA/510(k) number. Manufacture date ¿ unknown.